Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe cutters would not cut and the aspiration functional during three procedures. The product was replaced and procedures completed with not patient harm. Additional information and sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. One probe was returned and visually inspected; no obvious defects or anomalies were observed. . Actuation and aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter cutting edge when compared to the cutter wear visual standards. The complaint evaluation does not confirm an aspiration issue with the probe. Aspiration testing met specification. The complaint evaluation does confirm the probe did have poor cutting. The root cause for the poor cutting appears to be from the cutting edge becoming worn from its 30 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. (B)(4).